Manufacturer narrative:
On 3-jan-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
Approximately one week or less post ablation for ventricular tachycardia (vt) with a thermocool smarttouch sf catheter, the patient experienced vt storm requiring intervention. The patient was given amiodarone IV and lidocaine. They were also started on 400 mg bid amiodarone. Five ICD (implantable cardioverter defibrillator) shocks were also performed. The information received indicated that the physician¿s opinion on the cause of this adverse event was the patient¿s medical history, heart failure/vt storm in the past. The outcome of the adverse event was that the patient's condition improved, and they were scheduled for ongoing evaluation at follow ups. The patient required extended hospitalization because the patient needed to be monitored, receive psychiatric evaluation, and occupational therapy evaluation. They were discharged on 05-sep. The relevant tests/laboratory data consisted of chest xray, blood samples, and ecgs. The other relevant history/preexisting condition were I-cmp, hfref 30-35% lvef, mi 1990, CABG 2001, and ICD 2018. A trupulse generator and ngen pump were used for the procedure.